Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl at time of incident. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual injection. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick release. Customer did not used auto mode feature. Customer reported that the basal rates were programmed accurately and bolus history displays all bolus entries based on their recollection. Customer declined to perform the high pressure test. Customer performed displacement test and self-test and insulin pump passed both the tests. The devices will not be returned for analysis.